Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an emergency endovascular treatment for an aortic arch aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) and a gore® dryseal flex introducer sheath (dsf). The proximal end of ctag-ac was placed just distal the brachiocephalic artery. An embolization of the left subclavian artery and a debranching technique were also performed. The final angiography during the procedure showed a dissection of the dsf access site of the right external iliac artery. Since the dissection was minor, no treatment was given and the procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an emergency endovascular treatment for an aortic arch aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) and a gore® dryseal flex introducer sheath (dsf). The proximal end of ctag-ac was placed just distal the brachiocephalic artery. An embolization of the left subclavian artery and a debranching technique were also performed. The final angiography during the procedure showed a dissection of the dsf access site of the right external iliac artery. Since the dissection was minor, no treatment was given and the procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. (B)(4).

Manufacturer narrative:
Added g3/g4, h1/h2, h6: investigation findings and investigation conclusions.